Event description:
It was reported to boston scientific corporation that a dynamic y stent was used during a bronchoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the stent rotated off the forceps and turned sideways. Since the physician could not remove the stent or position it properly, a CT surgeon then assisted in removing the stent from the patent. The patient's length of hospitalization was extended due to the event. Attempts to obtain additional information regarding the patient's current condition have been unsuccessful. **additional information received on (B)(6) 2012.** the complainant confirmed that an ent (ears, nose and throat) physician successfully removed the stent using forceps through a rigid scope. Additionally, the physician reported that the patient has left the hospital and is in really good health.

Manufacturer narrative:
The device was not returned; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the evaluation conducted and the details of the complaint, a definitive root cause could not be determined.

Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a dynamic y stent was used during a bronchoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the stent rotated off the forceps and turned sideways. Since the physician could not remove the stent or position it properly, a CT surgeon then assisted in removing the stent from the patent. The patient's length of hospitalization was extended due to the event. Attempts to obtain additional information regarding the patient's current condition have been unsuccessful. Additional information received on october 1, 2012. The complainant confirmed that an ent (ears, nose and throat) physician successfully removed the stent using forceps through a rigid scope. Additionally, the physician reported that the patient has left the hospital and is in really good health. Additional information received on april 23, 2014. According to the complainant, during the procedure, the physician anesthetized the patient and the endotracheal tube was placed. The bronchoscope was inserted and both the right and left main bronchi were measured to be 2cm in length. A 15mm diameter dynamic y stent was chosen, and the right and left limbs of the stent were trimmed to 2cm in size and the tracheal component was trimmed 4 cm in size. The dynamic y stent was then loaded onto the insertion tool and advanced into place under fluoroscopic guidance. However, only the tracheal component of the stent was able to be visualized on the fluoroscopy and the insertion tool was withdrawn. It was noted that the stent was malpositioned in the right main bronchus and remained in the vertical position. The insertion tool was examined and it was noted that the distal end did not rotate. Attempts were made to retract the stent endoscopically with forceps but were unsuccessful. An ent physician removed the stent successfully using a rigid bronchoscope. The patient remained hemodynamically stable with good oxygenation above 92% throughout the entire procedure. The patient's airway appeared to be fairly edematous after the procedure. The patient was left intubated and was transported to the ICU where she remained on a ventilator from (B)(6) 2012. The patient required replacement of her implanted teeth that were lost as a direct result of having to be intubated and on mechanical ventilatory assistance. On (B)(6) 2013 the patient passed away. To date, no relationship has been established between the patient's death and the stent placement.

Event description:
It was reported to boston scientific corporation that a dynamic y stent was used during a bronchoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the stent rotated off the forceps and turned sideways. Since the physician could not remove the stent or position it properly, a CT surgeon then assisted in removing the stent from the patent. The patient's length of hospitalization was extended due to the event. Attempts to obtain additional information regarding the patient's current condition have been unsuccessful. **additional information received on (B)(6) 2012.** the complainant confirmed that an ent (ears, nose and throat) physician successfully removed the stent using forceps through a rigid scope. Additionally, the physician reported that the patient has left the hospital and is in really good health.

Event description:
It was reported to boston scientific corporation that a dynamic y stent was used during a bronchoscopy procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the stent rotated off the forceps and turned sideways. Since the physician could not remove the stent or position it properly, a CT surgeon then assisted in removing the stent from the patent. The patient's length of hospitalization was extended due to the event. Attempts to obtain additional information regarding the patient's current condition have been unsuccessful.